Event description:
Reportedly, on the follow-up performed on (B)(6) 2012, high coil impedance was observed several days post 42 j shock delivered on (B)(6) 2012 where the shock impedance was measured normal (63 ohms). An explanation was required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.